Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer noted the device arm was angled and the long bipolar grasper instrument was not responding to the doctor control panel. The instrument needed to be removed due to patient condition. There was no reported injury or harm. On 15-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotic coordinator regarding the reported event: during a da vinci-assisted pulmonary lobectomy procedure, at approximately three hours into the procedure, there was an issue with a long bipolar grasper instrument; ¿the device arm was angled and the long bipolar grasper instrument was not responding to the doctor control panel¿. It was reported that due to ¿increased bleeding¿, and in lieu of calling isi technical support, the customer removed the long bipolar grasper instrument from the patient, including ¿the entire port due to the emergent need¿. The procedure converted to open surgery. There was no report of injury or harm to the patient or patient tissue. There was no report of fragments falling into the patient. The patient tolerated the conversion to open surgery, ¿very well¿ and there have been no reported post-operative complications. It was reported that the system was inspected prior to use and there were no observed issues with port placement. On 20-apr-2021, isi obtained the following additional information from an isi specialty sales manager (ssm) regarding the reported event: during a da vinci-assisted pulmonary lobectomy procedure, at approximately three and a half hours into the procedure, there was an issue with removal of a long bipolar grasper instrument. As the surgeon was ¿working with the middle lobe¿ and ¿stapled off the bronchus¿ but thereafter, was having a difficult time ¿visualizing the last critical structure.¿ the surgeon was, ¿trying to push the lung away¿ with a tip-up fenestrated grasper instrument but was not able to see well. Due to poor visibility from patient anatomy, the surgeon decided to convert the procedure to open surgery as the surgeon was ¿unable to visualize what was going on below the visible surgical field¿. Upon procedure conversion, it was confirmed with the surgeon directly, the surgeon had ¿knocked a clip off of a small peripheral artery while pushing on the lung¿ while instruments were being removed which resulted in a little bleeding at first but then ¿quickly increased in volume¿. While the amount of unexpected blood loss was unknown, it was confirmed that two liters of blood were administered to the patient. The procedure continued to convert to open surgery. As remaining instruments were being removed, the long bipolar grasper instrument became stuck in the cannula and would not come out. It was unclear to the surgeon why the long bipolar grasper instrument would not come out of the port like all the other instruments did. In lieu of calling isi technical support, the surgeon opted to remove the instrument and the cannula together. The procedure finished converting to open surgery and the bleeding was controlled when the surgeon, ¿tied off the vessel with a loop suture. The open surgery successfully completed. The patient tolerated the procedure well and was reported as doing very well with no post-operative complications. There were no reported system errors. There was no report of a da vinci system, instrument, or accessory malfunction during the da vinci portion of the procedure. The system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended, with exception of instrument removal. There was no allegation of an issue applying clips with a medium-large clip applier instrument and it was confirmed that all attempted clips had been successfully secured in their desired location.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions, but the grip tips were not opening and closing properly or moving intuitively, as in not following the master tool manipulator (mtm) input commands smoothly (a01). Additional observations not reported by the site and that are related to the customer reported complaint: the instrument was found to have a broken bipolar yaw pulley with no missing piece. The root cause of broken instrument bipolar yaw pulley is typically attributed to the user, such as excess force applied to the distal end of the instrument. The instrument was found to have a dislodged cable crimp as a result of the broken bipolar yaw pulley. As a result, non-intuitive motion can be observed. Another fa observation which was not reported by the site: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location with a failed the electrical continuity test. There were no observed signs of thermal damage or conductor wire insulation damage. Root cause of this failure is attributed to a component failure. An isi advanced failure analysis (afa) engineer conducted review of the instrument damage photographs that had been taken after sterile reprocessing and found that the images show a broken yaw pulley and a wire that is broken at the interface with the grip (within the yaw pulley). A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is considered a reportable event due to the following conclusion: it was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer noted the device arm was angled and the long bipolar grasper instrument was not responding to the doctor control panel. The instrument needed to be removed due to patient condition. It was reported that due to ¿increased bleeding¿. In lieu of calling isi technical support, the customer removed the long bipolar grasper instrument from the patient, including ¿the entire port due to the emergent need¿ and due to ¿patient condition¿. The procedure converted to open surgery.